Event description:
During robotic assisted cholecystectomy, one of the davinci xi medium-large clip appliers wouldn't work. The jaws of the instrument were identified as being bent. No injury to patient. Procedure was able to continue without delay. Clinician notified by email. Lives: 93/100.